Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). The customer reported that they cleaned the diaphragm, the exhalation valve and the flow sensor to resolve the issue therefore no parts were returned for evaluation.

Event description:
The customer reported that this unit had a circuit disconnect error. There was no patient involvement at the time of the incident.